Event description:
The patient had a pump refill on (B)(6) 2012, in the afternoon at 3pm (1500). Per the reporter there had been an issue accessing the reservoir. They had to use diagnostic procedures and injected/aspirated preservative free normal saline (pfns) to confirm the needle was in the reservoir. The patient went home and acted "normal". The patient went to bed at 11 pm (2300) and was found unresponsive thursday a.m. With shallow breathing and low pulse. Nine-one-one was called and the patient was admitted to the intensive care unit (ICU) and intubated. The reporter stated they wanted to rule out a stroke. The pump delivered lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: the health care provider (hcp) later reported that the cause of the event was unknown, but the patient had used (B)(6) just prior to the event. Per the hcp, it was not clear if it was a drug related event, so much as an interaction. The patient had experienced sedation. An MRI/x-ray indicated that the pump and catheter in place correctly. The patient outcome was noted as serious life threatening injury/illness- recovered without sequelae.

Manufacturer narrative:
Catheter: model #8709sc, lot # n246806010, implanted on: (B)(6) 2010, explanted on: unknown. Catheter: model # 8596sc, lot # n233737013, implanted on: (B)(6) 2010, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).